Manufacturer narrative:
Product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic physician reported that during implantation of an intraocular lens (iol) the lens was scratched by the cartridge. Procedure was completed by using the backup lens. No patient harm. Additional information was requested.

Manufacturer narrative:
The company cartridge and the lens were returned. The company cartridge was inside a rolled piece of plastic. Viscoelastic was dried inside the cartridge. The tip has stress and an aneurysm of the cartridge material just past the parting line. The cartridge had evidence of being placed into a handpiece. The lens was returned positioned incorrectly in a #78(iw) lens case. One haptic was bent in the gusset area due to the returned position in the lens case. The optic posterior was scratched. The scratch damage had a travel path forward on the posterior surface. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified lens/cartridge combination was used. The diopter of the lens was beyond the qualified range for use with this cartridge. The handpiece and viscoelastic products are unknown. The root cause for the reported event may be related to a failure to follow the IFU. The account used a lens/company cartridge combination which was not qualified for use. The associated lens model diopter is beyond the range qualified for use with this cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).